Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting the patient in the lips and nasolabial folds with 1 syringe of juvéderm volbella® xc. Approximately 2 months later, ¿bumps¿ were reported at the injection sites. Patient was treated with cefuroxime and 2 rounds of vitrase. Symptoms have not resolved.